Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or tin, calcified, fragile, diseased? Where is the diverticula located? On what date did the patient present with symptoms? What were current symptoms following the index surgical procedure? What was the date of the second surgical procedure? What were the findings on the second surgical procedure? Other relevant patient history/concomitant medications? Product code and lot #? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown bladder surgical procedure in (B)(6) 2018 and suture was used. In (B)(6) 2019, the patient underwent another procedure for diverticula. It was reported that the suture would have migrated. Additional information has been requested.